Event description:
It was reported that pump experienced malfunction with displayed malfunction code, and no notable events occurred prior to issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully performed reset without recurrence of malfunction, was advised to continue using pump, and was instructed to call back if malfunction happened again.